Event description:
Summary of complaint: per sf (B)(4) submitted on 10/01/2024, ¿upon opening a sealed box containing a full radius samurai blade ref.# cat00227, the enclosed sealed package contains a small foreign object in the top portion of the sealed package.¿ in addition to the above summary, the originator, ms. (B)(6) verified that she consulted with the or technician, mr. (B)(6), who verified that the instrument has been quarantined in his office. The distributer was contacted but they haven¿t received any reply on a way forward, as of the date on this memorandum. A patient safety report was not completed as the foreign body material was discovered before the instrument was used and there was no harm to patient. The discovery was made by a medical technician during preparation for a scheduled surgery. There was no significant delay to procedure. The team reported no similar experience or discovery with this product before. A maude report was not done.